Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02726 addresses the other device. It was reported to boston scientific corporation that two rotatable oval snares were used during replacement of a biliary tube (date performed unknown). According to the complainant, neither snare loop would extend from its sheath. The procedure was completed with a third rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. Visual evaluation of the returned device found that the flare was detached, and the key tube was found outside the dongle assembly. The condition of the returned device rendered functional testing impossible. The complaint that the snare loop would not extend was confirmed; the detached flare prevented device actuation. Review and analysis of all available information failed to indicate a root cause for this event. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(6).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02726 addresses the other device. It was reported to boston scientific corporation that two rotatable oval snares were used during replacement of a biliary tube (date performed unknown). According to the complainant, neither snare loop would extend from its sheath. The procedure was completed with a third rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: flare detached.